Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 08 jun 2026 from the home therapy nurse (htn) of a 59 year old male patient with a medical history including end stage renal disease, who stated the patient expired during a hemodialysis treatment on (B)(6) 2026. Per the htn, the patient was found unresponsive and emergency medical services (ems) were called. Upon the arrival of ems, cardiopulmonary resuscitation (CPR) was performed, the patient was pronounced deceased at an unspecified time. Per the htn, the patient's cause of death is unknown.